Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. Then several boluses were programmed and delivered. The unit correctly calculated the additional bolus deliveries and was correctly reflected in the daily total screen. No delivery anomaly, daily total anomaly, basal anomaly or bolus anomaly noted. The device had a missing end cap sticker. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported having low blood glucose for two nights. The customer stated that after the bolus his reservoir did not have any insulin. The caller checked his blood glucose reading of 34mg/dl. The customer stated that the paramedics were called. Troubleshooting was performed. The programming and priming technique were correct. The customer stated that the insulin pump was exposed to an x-rays. Performed the displacement test and passed. No further information was provided.